Event description:
The customer reported that the unit alarmed for low leak co2 rebreathing risk. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out with no patient issue. The customer contacted product support and states they had another ventilator alarm in the same way while on the same patient. The customer states ventilator settings were extreme with respiratory rater (rr) at 50 and high minute ventilation. The only leak in the circuit was a castle fitting. The customer did not know what patient or total leak was at the time of the alarm. Product support advised that the circuit needed more leak. Product support contacted the account manager for the account to follow up with the customer and to give clinical support on exact circuit and circuit leak needed. Per feedback from clinical specialist: who followed up with the customer and spoke with the respiratory manager states that issues were taken care of. The clinical specialist reported that this was an unusual patient with extremely high rr and vt. The clinical specialist worked with customer through the available options and offered additional time for a virtual or in person training- the customer declined for now as they felt as though they had a good understanding of their options between their conversation with product support and follow up with clinical specialist. Per the philips clinical specialist, the customer did not clearly state what was happening. After discussion with the customer, it was determined that the customer was not utilizing an exhalation port at all, or the staff was trying to add an exhalation port and then attempting to cover the exhalation with external means. This was an error in utilization by the staff at the hospital. The clinical specialist provided education on single limb ventilation and exhalation port. After the training was provided, the staff has not reported any additional issues with the device. This is a user error set up, no product malfunction was identified. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.